Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, e.1, h.6. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and device return has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reports the patient "requests device replacement because implants came out defective". Additional information noted right side "liquid" in implant. Device remains implanted.